Event description:
Pursuant to info received from the physician, the pt was implanted with a device in her left breast on 3/25/91 and in her right breast on 9/23/91. Subsequently, the physician noted that the pt had developed auto-immune symptoms and had developed an infection in her left breast and the right prosthesis had ruptured. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.